Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Device was primed to fill during decon. Serviced circulation pump. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, they could hear the pump but no suction on the left port. Per additional information received via ttm on 17apr2026, biomed stated device was not filling. Had remove shunt tube from fluid delivery line (fdl) and try again. Still not taking water and did not hear the pump engage. Biomed wanted a quote for sending in s/n (B)(6) for repair, device would not fill.